Event description:
The customer contact reported a disconnection. At an unspecified time, the option-lok male adapter of the tubing set was connected to the female port of the huber needle and was being used to deliver an unspecified concentration of methotrexate. At 0100, it was reported that the nurse checked on the patient and the patient was sleeping. At 0230, the nurse checked on the patient again and noted that the option-lok male adapter of the tubing set had disconnected from the female port of the huber needle and an unspecified volume of the chemotherapeutic agent leaked. It was reported that the solution spilled onto the skin and clothing of the patient. The patient's skin was "cleansed" and the clothing was discarded into a spill container. The spill was cleaned up according to the user facility's protocol. It was reported that the huber needle clotted; however, the patient's port remained patent. The physician was notified. The tubing set and huber needle were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).